Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked at approximately 134.0 cm and 135.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds. The pusher assembly was kinked; therefore, its mid-joint could not be measured. Conclusions: evaluation of the returned smart coil revealed offset coil winds along the length of its embolization coil. If the smart coil is forcefully advanced against resistance, damage such as offset coil winds may occur. The non-penumbra catheters were not returned for evaluation and functional testing could not be performed due to the embolization coil damage; therefore, the root cause of the reported resistance could not be determined. Further evaluation revealed the pusher assembly was kinked. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the dural arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, the physician successfully implanted 19 non-penumbra coils and three smart coils into the target vessel using a non-penumbra microcatheter. The physician then felt resistance while advancing another smart coil approximately 100cm into the microcatheter; therefore, the smart coil was removed. The physician successfully placed five additional non-penumbra coil. The physician then re-attempted to advance the same smart coil; however, the same resistance was felt approximately 85 to 90 centimeter into the microcatheter; therefore, the smart coil was removed and not used in the procedure. The procedure was completed using 21 other coils and the same microcatheter. There was no report of an adverse effect to the patient

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #02 MFR report. 1. Section d. Box 4. Expiration date. 2. Section h. Box 4. Device manufacture date h3 other text : placeholder.